Event description:
Event description cpi received information that during a follow up visit this implantable cardioverter defibrillator (ICD) displayed two fault codes during interrogation including av15 and av20. Av15 indicates that one of the unused microcomputers was erroneously activated and the av20 indicates that there are inconsistencies in the stored therapy history. Neither fault code will cause the device to emit tones. It was also noted that the battery status was at eol and all lead measurements were within normal range.